Event description:
An x-ray revealed my implant had fractured. My prosthodontist had other patients with the same problem with the same implant. The failed implant had to be removed, a bone graph done to fill in the bone, and wait for healing before another implant to be done. The process took over 3 months. FDA safety report ID# (B)(4).